Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensing. It was further reported that there was no data available for the longest atrial fibrillation (af) episode electrocardiogram (ECG). The icm remains in use. No patient complications have been reported as a result of this event.